Manufacturer narrative:
Evaluation results/conclusion: a full visual inspection was performed on the parts in question. During the process of removing the screw shafts, there was noticeable damage to the screw. The fracture occurred approximately 12 mm below the spherical head on one screw and 16 mm on the other. Both screws were implanted into s1. Both the outer and inner diameter were measured and within specifications. Other pertinent dimensions were measured and determined to be acceptable. These screws were implanted in the sacrum during a fusion procedure. The length of time from the operation to the reported breakage was approximately 4 months. No anterior column support was used in this operation. This patient may present other unknown circumstances that provide significant stresses to the pedicle screws. The literature bears out that the junction of the lumbar spine and the sacrum has always been a complex and challenging anatomy for screw fixation. Many studies have been published in peer reviewed literature concerning complication rates with pedicle screws in this region of the anatomy, with reported failure rates ranging from 2.5% to as high as 12.4% 1,2. The literature suggests that the highest failure rates are in the sacrum and tend to be higher with the absence of interbody fusion devices. Additionally, reduced spondylolisthesis without anterior support was found to be especially prone to screw breakage. The screw design was tested under all applicable standard testing and deemed to be equal or greater in static and fatigue strength to other devices on the market. From this investigation, it is indeterminate as to what specifically caused the screw to fail, although there is no evidence that the screw was manufactured incorrectly.

Event description:
Note: the following "described event or problem" was taken directly from the globus medical, inc. Complaint processing/evaluation form(s). P/n 124.465, 6.5 mm severe pedicle screw 45 mm. "Two broken severe screws". "Dr had 2 severe screw break in the thread."